Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case tube/sleeve drive, wiper seal, flange gripper retainer and rt iui. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the barrel clamp assy. A review of the device history record showed the device had a manufacture date of 09jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Broken/damaged: on (B)(6) 2021 09:22:09 rfc_repairs (rfc_repairs) po for (B)(4). Replace barrel clamp.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device barrel clamp suffered damage. There was no patient involvement.